Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated. Technical services (ts) was consulted and troubleshooting options were advised. No adverse patient effects were reported. This device remains in service.